Event description:
"Customer reported: 3 needles popped off the end of the syringes, and in one case the needle would not lock into the 3ml syringe. See attachment section for initial email and complaint from customer."